Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. Only a single image was grainy, all others were clear and sharp. It was felt that the operator used incorrect settings on the one grainy image. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 produced grainy images. There was no adverse pt involvement reported. There was no pt info reported.